Manufacturer narrative:
Site declined to provide patient identifier, age and weight to the medtronic representative. In trouble-shooting, the medtronic representative observed workflow to ensure optimal tracing techniques were being followed. During these cases they observed, it was noted that the site was mostly satisfied with anterior accuracy, however, less satisfied with accuracy in more posterior anatomy. The medtronic representative recommended point-merge as an alternative registration method to the site. Performed. A medtronic representative reported performing a navigation system check-out, all areas passed. System as intended. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. No specific measurement was provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.